Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). This followed a mastoidectomy and fat packing procedure (specific date not reported). Subsequently, the device was explanted on august 11, 2025. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also was treated with oral and topical antibiotics (specific date and duration not reported).